Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed, and the reported tip separation was confirmed. The reported difficulty to deploy was unable to be confirmed due to the returned device condition. The reported physical resistance and difficulty to remove from the anatomy were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. In this case, based on the reported information, the sess was advanced to the target lesion without issue and deployment was initiated. Resistance was noted with the anatomy causing the tip of the sess to get caught in the distal non-lesion portion of the anatomy resulting in the tip separation and subsequent damages to the tip jacket and inner member. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified mid right superficial femoral artery. Atherectomy and pre-dilatation was only done to the target lesion. A 5.5x150mm 6f supera peripheral self-expanding stent delivery system (sess) was advanced to the target lesion without issue and deployment was initiated. Some resistance was noted and it was observed that the tip of the catheter got caught in the distal non-lesion portion of the anatomy and detached. The supera stent and delivery system were removed without issue. The tip was successfully snared. Another same size supera was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.